Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 6949-65 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead is suspected of fracture due to high impedance readings. The lead was explanted and replaced. No patient complications have been reported as a result of this event.